Event description:
Customer reported receiving a result of 6.9 mmol/l on their freestyle flash blood glucose monitor, and then took her regular dosage of insulin, and within a ten minute timeframe reported losing consciousness. Customer was given orange juice and the paramedics were called. Approximately 30 minutes after receiving the glucose result of 6.9 mmol/l, the paramedics received a glucose result of 3.0 mmol/l on an unknown brand of glucose monitor. Customer was treated with glucose in order to stabilize their blood glucose level.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.